Event description:
It was reported that the pump alarms air conclusion at the under-stream tube. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer complaint was not confirmed/duplicated. The pump was tested, and no air alarm was detected when the line was full. When the line is empty the pump sounds an air alarm. The pump is functioning properly. The suspected cause was user related. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.